Event description:
Boston scientific was notified that during an event after navigation of the sentry balloon catheter to the mid cervical ica, where a dissecting pseudo aneurysm was located, immediately after a calcified plaque, it was started to be inflated. The reason as to why the balloon was inflated at this location was due to the concordance of the vessel diameter with the balloon diameter at that location. During inflation, the distal edge of the balloon started to fag past the tip of the catheter. Then the balloon was deflated and withdrawn quickly. No complications were reported to have occurred with the patient as a result of this event.